Manufacturer narrative:
The device remains in the patient's eye and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. The stent was unable to be implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. Cyclodialysis cleft and malpositioned stent are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during an attempt at istent implantation a cyclodialysis cleft was inadvertently created due to patient movement. The surgeon made a second attempt at implantation and the stent was inadvertently lost in the cleft. The surgeon made two attempts to retrieve the stent, but was unable to do so. A backup stent was successfully implanted. Clinical follow-up was requested and on 10/18/2017 the surgeon reported the following additional details. The cyclodialysis cleft was less than one clock hour and has not required any intervention. The surgeon has been unable to visualize the malpositioned stent. There has been no adverse impact to the patient who will continue to be monitored. The surgeon reported that the patient is currently doing ¿excellent¿ and the event has resolved.